Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer called to perform the high pressure test. The customer's blood glucose reading at the time of the report was 124 mg/dl. The high pressure test passed. However, the customer stated that the insulin pump did not beep or vibrate. Troubleshooting was performed, and the insulin pump did not beep or vibrate during the self test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.